Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered mental and physical pain and suffering, has sustained permanent injury, financial or economic loss. No additional info was provided.